Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted 3013450937-2023-00282, 3013450937-2023-00283, 3013450937-2023-00285, 3013450937-2023-00286, 3013450937-2023-00287.

Event description:
Patient underwent revision surgery for broken hinge base and due to an infection. The patient had a previous revision surgery on (B)(6) 2023 where the following implants were revised: axial pin, tibial hinge base with rotational stop and 8mm poly spacer. This revision surgery is documented under pcr (B)(4). The date of the original surgery is unknown.

Manufacturer narrative:
A 31-year-old male patient underwent a revision surgery on (B)(6) 2023 due to an alleged infection and fractured eleos tibial hinge. This is a repeat occurrence for this patient who had a prior revision involving a tibial hinge fracture in (B)(6) 2023. It is possible that the existence of patient contraindications, patient selection factors, and conditions presenting increased risk of failure as outlined in the eleos limb salvage system IFU. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the infection and tibial hinge fracture was not related to the design, manufacture, and/or sterilization of the previously implanted components. The following mdrs are related to this case: 3013450937-2023-00282. 3013450937-2023-00283. 3013450937-2023-00284. 3013450937-2023-00285. 3013450937-2023-00286. 3013450937-2023-00287.